Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. The patient's initial troponin result was reported outside the laboratory. The patient's physician ordered a second measurement and the patient had a new sample collected. The customer recentrifuged the patient's initial sample and performed testing on the initial and second sample. (B)(6). The troponin reagent lot number was 523685 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation reviewed the provided calibration and qc results, and the customer's results were within the acceptable ranges. Based on the provided information, a general reagent issue could be excluded. The investigation reviewed the system alarm trace and the alarm trace had 5 sample-related alarms within 11 hours. The investigation did not identify a product problem. The cause of the event could not be determined.